Manufacturer narrative:
Analysis of the returned device shows that during functional analysis the balloon was inflated to the miv (maximum inflation volume) with 5cc of water. No problem of shape or leakage detected. During visual analysis no damage or defect was visible on the ibt and balloon. Based on the information provided, functional and visual analysis, the complaint is not confirmed.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure, "during operation the balloon was inflated unevenly and resulted in cement extravasation in the disc. The product was used in patient and patient is asymptomatic". No further details are known at this time.